Event description:
An optometrist reported that a pt, who was a first time contact lens wearer of any brand, was fit with focus night & day lenses in 12/2003. Pt presented 21 days later with mild pain od since previous day. No break in epithelium, no discharge and pain had decreased since previous day. Corneal ulcer, 2mm in size, located at 12 o'clock in the periphery with mild anterior chamber reaction of trace cells & no flare. Therapy begun with vigamox. No culture performed. Eye much worse next day and pt went to emergency room with increased pain and was referred to specialist facility. Specialist continued vigamox with no response, then added a fortified antibiotic mix and back to vigamox. Optometrist reports eye almost completely resolved with no loss of visual acuity. No additional info is available.